Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days after implant the right ventricular (rv) lead was repositioned due to dislodgement. It was noted the lead was in the superior vena cava (svc) and exhibited no sensing or capture. The rv lead remains in use. No patient complications have been reported as a result of this event.